Event description:
It was reported via obituary received by the manufacturer that the patient had passed away. The medical professional stated that it was believed that the patient's death was most likely sudep. Follow up with the funeral home revealed that the device was left implanted in the patient, per the facility's protocol. No additional relevant information has been received to date.